Event description:
It was reported " the patient was undergoing aortic counterpulsation therapy when the ECG signal was lost and three attempts to reboot the device still did not disengage it. After replacing the ECG leadwire, it returned to normal. Additional information also states that the pump console was switched out. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). UDI number unavailable as complainant did not report a lot number. The reported complaint of the ECG signal loss is not able to be confirmed. No iabp part was returned for investigation. According to the event detail, the issue was resolved after replacing the ECG cable. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported " the patient was undergoing aortic counterpulsation therapy when the ECG signal was lost and three attempts to reboot the device still did not disengage it. After replacing the ECG leadwire, it returned to normal. Additional information also states that the pump console was switched out. The patient's current condition is reported as "fine".